Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that the reusable device would not work after 20 utilizations. The device was returned for eval and did not pass hi-pot testing.